Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: comp-(B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 54 year old male patient presented to his crown dental office with concerns related to a previously placed dental implant. The implant placement and prosthetic restoration were performed on (B)(6) 2025 at tooth location #13. The implant was not placed after immediate extraction; however, it was immediately loaded. It was reported that after placing the implant, it lacked primary stability within three weeks of implant placement. The patient presented with the issue on (B)(6) 2026, prior to the second stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate, and it was removed on the same day of the visit without the use of any instruments, and the implant was replaced. The patient had symptoms of inflammation, pain, infection, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant, which resolved after implant removal. The prosthesis was screw retained, and the opposing arch consisted of a full denture. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type iii bone quality and fair oral hygiene. No abnormalities with the implant or its packaging were reported.